Event description:
It was reported that the customer was hospitalized for episodes of hypoglycemia, with blood glucose readings of 17 mg/dl. The customer's nurse stated that the customer's blood glucose reading at time of admission was 224 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.